Manufacturer narrative:
The neutral electrode is completely missing. The working electrode is broken and bent. All broken surfaces have the appearance of a forced fracture. There are also burn marks. Device history records (DHR), and recent product or process changes were reviewed. According to the results of the device history review, there was no indication of a manufacturing failure. The most probable root cause is user-related. The neutral electrode got broken off - this is unusual as the construction is very sturdy. Most likely the electrodes got bent by the user. Internal karl storz reference number: (B)(4).

Event description:
It was reported on (B)(6) 2022 that they had experienced multiple loop breakages. I visited on (B)(6) 2022 and spoke to the customer directly. He reported that they converted from holep (using a laser) to a turp due to a bleed and used 3 loops and 1 ball. The procedure took 3 hours though I couldn't ascertain as to how long the resection part was. Upon questioning the patient had not had any previous prostate surgery and started as a standard case. He was not sure if it was a large prostate, I would assume it would have been. The loops failed inside the patient and had to be removed endoscopically. The autocorrect setting were on standard and not changed during the case. The nurse was unsure how often the malfunction occurs with the product. After converting from holep to bipolar. Cutting loops and roller balls for bipolar diathermy started breaking and/ or melting down. We finished the procedure. After this, he was transferred to a different hospital where they extracted more metal bits from his prostate. The patient was fine and was discharged from the hospital.